Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the guide wire broke. Vascular access was obtained via the left femoral artery. The 90% stenosed target lesion was located in the moderately tortuous right superficial femoral artery (sfa). During advancement of the 300cm journey guide wire, the device entered a false lumen. When the physician attempted to remove the journey from the false lumen, it separated into two pieces approximately 50cm from the distal end. The location of the break was still external to the patient. The physician removed the remaining portion of the journey from the patient and exchanged it for a different device to complete the procedure. There were no patient complications reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the guide wire broke. Vascular access was obtained via the left femoral artery. The 90% stenosed target lesion was located in the moderately tortuous right superficial femoral artery (sfa). During advancement of the 300cm journey guide wire, the device entered a false lumen. When the physician attempted to remove the journey from the false lumen, it separated into two pieces approximately 50cm from the distal end. The location of the break was still external to the patient. The physician removed the remaining portion of the journey from the patient and exchanged it for a different device to complete the procedure. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: visual analysis of the returned device revealed a fracture where it exits the inconel connector (distal edge). Microscopic inspection revealed that all four welds were present on the inconel connector. A small portion of the nitinol core wire is present at the end of the connector tube and appears to be bent downward. Microscopic inspection also revealed scraped coating 5.5-6cm proximally from the proximal edge of the inconel connector. Sem lab analysis concluded that the core wire fracture was due to bending forces. There was no evidence of inclusions or other anomalies at the fracture initiation site. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).